Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device was under infusing. The event occurred during testing, and there was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional test was performed, and a defective air detector sensor was found. The customer's problem was replicated. The air detector was replaced, and the pump was recalibrated to fix the issue.